Event description:
A cracked and shattered touchscreen was reported, rendering the pump's touchscreen illegible and unusable. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support arranged for the replacement of the pump, and the customer was advised to use multiple daily injections (mdi) as a backup therapy to ensure uninterrupted insulin delivery. The customer received instructions on returning the malfunctioning pump and understood the steps required upon receiving the replacement.